Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet got stuck in the left ventricular lead and could not be removed. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient. The patient¿s condition was stable post procedure.